Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined. Additionally, the usb cables being used with the receiver was returned on 09/20/2016. A visual inspection was performed and found no issues with the usb cable.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that the receiver displayed err67 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.